Event description:
Sorin group (B)(4) received a report of an arterial pump runaway during a procedure which lead to a tubing disconnection. The medical personnel clamped the appropriate area, replaced the piece of tubing, and continued the procedure with no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received report of an arterial pump runaway during a procedure which lead to a tubing disconnection. The medical personnel clamped the appropriate area, replaced the piece of tubing, and continued the procedure with no pt injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.